Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server patients were not showing up on the med stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient's information was not shown on the stations. The technical support specialist (tss) confirmed that issue originated from the customers admit discharge transfer (adt) system sending visiting unit segments, which caused users to be unable to view visits in their home units while assigned to a visiting unit. The customer removed all visiting units, restoring visibility of visits. After cloning the ubc 4hc database to a lab station, the issue could not be reproduced despite multiple attempts, the example visits consistently appeared on the all-available patients list. The next step is to send a visiting unit assignment message to a test visit and confirm the behavior across both the original and visiting medstations. The customer plans to conduct a test with their interface team to replicate the issue and will open a new case when ready.

Event description:
It was reported that when using the bd pyxis¿ es server patients were not showing up on the med stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.